Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with an ar-6411/ar-6421, and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions for 30 minutes. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. Visual evaluation found noted no problems with the device. The original warranty seal was present and completed. The device was manufactured in 06-jul-2022. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the flow with the device ar-6480 ((B)(6)) is more than 300 ml/min with close tubes cannulas & the shoulder was very huge and tense. No further information received.